Event description:
It was reported that during a prostate procedure the "fiber tip detached" @ 42,004 joules and 10:41 minutes of use. The procedure was completed with a second fiber. No further information was available. Patient outcome: "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild char; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the shrink tubing distal end exhibits mild melting. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of " fiber tip detached" could not be confirmed; a cap melted was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.